Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 304 mg/dl. The customer declined to troubleshoot for their high blood glucose. Customer stated they were sleeping prior to the button error alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The pump was received with no esc and act button response due to corroded keypad traces. No button error alarms were noted during testing. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.